Manufacturer narrative:
The customer called in to report that one of the clips for the gas delivery system (gds) to the blower motor was broken and required a replacement. The rse confirmed the reported issue and provided the customer with the parts ID for the for replacement. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/12/2023, 05/01/2023 and 05/09/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Customer states while outside of clinical use, it was discovered one of the clamps for the gas delivery system to blower motor clamp has broken and they cant get any pressure to build. Investigation is ongoing.